Manufacturer narrative:
H6 correction: health effect - clinical code should be 1980 - undesired nerve stimulation rather than 2388 - inadequate pain relief based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2024-01615. It was reported that the patient's leads migrated. Surgical intervention may be undertaken at a later date to address the issue.